Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Reportedly, the customer experienced anxiety and tachycardia. Reportedly, the customer attempted to deliver a bolus while the cartridge was empty. A manual injection and correction bolus via the pump were delivered to address bg. System check with clinical support specialist confirmed that the pump and related supplies were operating as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.